Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that after stent deployment, a guide wire encountered difficulty advancing and removing through the stent. Factors that may contribute to difficulty advancing a guide wire through a deployed stent include, but are not limited to, inner diameter of the stent, outer diameter of the guide wire, device support, challenging anatomy, user technique, and/or damage to the stent or guide wire. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported difficulty during advancement cannot be determined. Additionally, it was reported that the interaction between the stent and guide wire resulted in damage to the deployed stent. The damaged stent was removed via surgical procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the saphenous vein graft to posterior descending artery. The nav6 embolic protection system was advanced and deployed at the target lesion without issue. The lesion was pre-dilated with a nc balloon catheter followed by use of a shockwave device. A 4.0x23mm xience skypoint drug eluting stent (des) was successfully deployed and then post-dilated with no noted issues. A non-abbott stabilizer guide wire was advanced as a buddy wire for a second lesion; however, it became stuck in the calcium and entangled with the nav6 barewire and the implanted xience skypoint stent. The nav6 retrieval catheter was advanced; however, could not advance past the implanted xience skypoint stent struts, and the stent was noted to become damaged. Therefore, the stabilizer wire, filtration element, barewire, and the implanted xience skypoint stent were stuck and could not be removed. The patient was sent for surgical removal of the devices. There were no adverse patient sequela nor clinical delay. No additional information was provided.